Manufacturer narrative:
Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event bent cannula in the infusion set. There was an alarm 2 followed by alarm 26 however, the occlusion did not cause the high blood glucose level. The bent in the cannula caused a blockage at the site of insertion. Symptoms were noticed three hours after the insertion of the infusion set, and the site of insertion was reported to be the abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.